Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms when connected with the new pacemaker. It was noted that when the rv lead had been connected to the chronic pacemaker impedance measurements had been in range at 460 ohms. Boston scientific technical services (ts) suggested testing the lead with a pacing system analyzer (psa). It is unknown if the lead was tested with a psa. Due to the low impedance measurements the rv lead was surgically abandoned and replaced. The new rv lead registered in range impedance measurements with the new pacemaker. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead was tested on a pacing system analyzer (psa) during the replacement procedure. When connected to the psa, the rv lead exhibited the same low out of range pacing impedance measurements.